Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the flow readings dropped intermittently. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no reported adverse consequences to the pt as a result of this event.